Event description:
It was reported that patient presented to the clinic with noise on the ventricular sense amp. Review of the episode revealed possible myopotential oversensing. Programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.